Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited back up vvi operation and no output. The patient was stable post event. The device was scheduled to be explanted due to normal eri.